Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that unstable speed occurred. A rotapro console was selected for use. During the procedure, the rotation speed became unstable. The rotation speed was set to 180,000 rpm, however, both the target and actual speeds displayed were 200,000 rpm. During ablation, the rotation speed decreased to 7,000 to 8,000 rpm and subsequently stabilized. The procedure was completed with this device with no patient complications.